Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. Customer reported this issue with multiple sensors, however sensor serial numbers are unknown. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a pharmacist reported that a patient received "sensor not found" messages "over the last 45 days" while wearing adc freestyle libre sensors. There was no report of self-treatment or third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.